Event description:
The complainant reported an 82 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. While the patient was being taken off the table in the cardiac catheterization lab, the patient patient kicked their leg. Subsequently, the patient endured a vascular dissection. Vascular surgery completed a cutdown to confirm the dissection, repaired the injury, and placed a new impella.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.